Event description:
It was reported that the patient had experienced shocking/jolting sensation. It was stated that patient's implantable neurostimulator (ins) had "turned on by itself" while she was at a store. It came on "full blast" and she did not have her programmer with her because she had not used her stimulator in approximately 5-6 months. It was reported that patient's rsd (reflex sympathetic dystrophy or complex regional pain disorder, crpd) was in "remission." It was stated that the stimulation was uncomfortable. Manufacturer representative met the patient and turned her stimulator to 0v and off. Upon interrogation, the battery was noted to be at eol (end of life). It was stated that the patient was not interested in replacement at that time. Patient status at the time of this report was noted as alive with no injury/no adverse event. Patient symptoms/complications were pain in the neck and arms.

Manufacturer narrative:
Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 7495-66, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3986ilc, lot# n26059, implanted: (B)(6) 2003, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).